Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did not receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. Customer stated insulin pump had crack on battery case. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged replace battery alert, unexpected battery power loss and cosmetic damage at the case (battery tube) on event date 17-aug-2022. The pump passed the displacement test, active current test and sleep current test. Successfully downloaded history files and traces using thus. The power management tool confirmed the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected battery power loss or replace battery alarms/alerts/anomalies noted during testing or present on history/trace files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the force sensor and pcb1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, missing display window cover, cracked case (battery tube), corroded battery tube and battery tube threads - cracked. In summary, customer allegations for replace battery alarm and unexpected battery power loss not confirmed. However, cosmetic damage confirmed at cracked case (battery tube). Loaded voltage problem confirmed due to connector resistance j6 on pcb1. Moisture damage noted on pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objecacts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.